Manufacturer narrative:
The damaged part has been returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that during a case, the tricut blade broke. The site replaced the damaged blade and continued on with the surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: the MDR on the blade was submitted in error as this is not our device. This is a duplicate MDR report that a different medtronic business unit submitted on the same event, as it was their device, not ours. Please see (B)(4) MDR #1045254-2017-00040.

Manufacturer narrative:
The suspect blade was returned to the manufacturer for analysis. Visual inspection confirmed the reported event that the blade was broken at the back end.